Manufacturer narrative:
(B)(4). Physio-control has investigated and verified the reported issue. Physio has determined that the cause of the reported issue is due to inaccurate depth measurement displayed by the device as a result of a combination of factors relating to user hand placement and patient anatomy. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during use of their truecpr feedback device on the patient, the device would not stay in place for use. The back of the device kept slipping out from under the patient and the pad (on top of the patient) would not stay in place. The patient was described as diaphoretic and the patient was on a hard wood floor during the event, which made it difficult for the device to stay in place. There was no report of any adverse event caused to the patient as a result of the reported issue. After a review of the device data download, it was observed that the device was indicating that the depth was too shallow which would prompt the user to push harder to achieve a deeper compression depth. There was patient use associated however, details and the outcome of the patient was not reported.

Manufacturer narrative:
Physio-control has performed additional clinical and engineering analysis of the reported compression depth feedback accuracy issue, and through the course of that investigation has determined that the device is operating within its product requirements and specifications. It was also determined that the current product design meets established user needs and achieves a coaching benefit to the user for delivery of cardiopulmonary resuscitation (CPR) therapy. Physio-control has investigated the reported issue of inaccurate depth measurement and has verified the issue. Physio has determined that the cause of the reported issue is the result of a combination of factors relating to user hand placement and patient anatomy.